Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high capture threshold values. Surgical intervention was performed, and the rv lead was repositioned. This lead remains implanted and in service. No additional adverse patient effects were reported.